Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that patient experienced bent cannula on (B)(6) 2025. The patient faced bleeding at site of insertion on the abdomen. The insertion site was abdomen. No further information available.